Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will intermittently eliminate the ability to view a real time fluoroscopic image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.